Event description:
The customer reported a few drops of fluid consisting of blood leaked from the coulter lh 750 hematology analyzer near the laser. The customer could not located the source of the leak and checked for a disconnected tubing but could not find one. The customer indicated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the leak and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event. The customer stated that there were no other instrument issues or errors associated with the leak.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse observed a very small and slow leak from the differential sample line. The fse removed the tubing at pinch valve vl65 and discovered a pinhole. The fse replaced the tubing to resolve the leak and verified the repair as per established procedures. Failure mode of the leak is attributed to a pinhole in tubing at pinch valve vl65. Beckman coulter internal identifier for this report is (B)(4).